Event description:
It was observed that during the device evaluation, the rigid video laparoscope had fibre bonding in the outer tube area (distal end) is damaged and llk plug of the video cable section contains foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event fibre bonding in the outer tube area (distal end) is damaged was caused by a component failure. However, llk plug of the video cable section contains foreign material also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.